Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and at the time of call as her blood glucose at 144 mg/dl. Customer reported that they did not feel okay. The customer was assisted with troubleshooting. The customer stated that insulin pump was not working and blank display. Customer was already disconnected from insulin pump at time of call as she was using her back up insulin pump already. Customer reported currently had no battery cap. Customer reported that they did not want to troubleshoot on high blood glucose event at the time of incident till insulin pump was powered on with new battery cap. The insulin pump will not be returned for analysis.